Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on the top of reservoir. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was not able to lock in place and kind of it did move. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.